Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 302995 batch # 4151202 it was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: verbatim: we have received the below product problem report. (B)(6) ref# (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report product information product code: 302995 product description: syringe hypo 10cc l/l bx/200 & p52 lot/serial #: (B)(6) expiry date: 2029-04-30. Problem information product concern ticket number: (B)(4) date of incident: 22-jul-2024 concern description: crack in the side wall of the syringe through which medication sprayed out. Occurrences: 1 ea reporter information reporter name: xxxxxx reporter position/department: ICU reporter phone: xxxxxx reporter email: xxxxxx site information (B)(6). Xxxxxxxx sample information incident samples: 1 ea representative samples: 0 no adverse event reported.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel has 2¿ crack extending from the 5ml graduation line down to the flange. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4151202. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.